Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in pts with acute and chronic dissections. Additional devices implanted and/or related to this event: (B)(4).

Event description:
On b)(6) 2013, the pt was implanted with two conformable gore tag (ctag) thoracic endoprosthesis to treat a type b thoracic aortic dissection. It was reported that during the procedure the graft deployed proximal (distance unk) of the intended landing site unintentionally covering the carotid artery. The physician attempted to use an occlusion balloon at the proximal end of the deployed device and pull the ctag device distal of the carotid artery, there was slight movement. The carotid artery had partial patency, the physician chose to take a wait and watch approach. The pt tolerated the procedure.